Manufacturer narrative:
Investigation evaluation: a review of the complaint instructions for use (IFU), and quality control and specifications of the device was conducted during the investigation. It was found in journal article ¿unintended coil migration into the renal pelvis following ureteral occlusion.¿ two coils reportedly migrated to the renal pelvis during a during a uretal occlusion. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. The patient experienced a uteral infection, but after discussing with one of the authors it was determined that the coils did not cause the infection, so no additional harm was reported. (Citation; thomas farrell, mb., michael wallace, md., and marshall hicks, md. "Long-term results of transrenal ureteral occlusion with use of gianturco coils and gelatin sponge pledglets." Jvir 8 (1997), 449-452.) The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications the lot number of the device is not known; accordingly, a review of the device history record could not be conducted cook has concluded that off-label use of the embolization coil contributed to this incident. The journal article states that embolization coils were used in a ureteral occlusion, whereas the IFU states, ¿embolization coils are intended for arterial and venous vessel embolization procedures.¿ these coils are not approved for ureteral occlusion procedures. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Attachment: [farrell 1997.pdf].

Event description:
The article mentions "asymptomatic migration of 5-mm and 8-mm coils.'' Devices. This, combined with previous mention of "0.038-inch coils ranging from 5 mm x 5 cm to 12 mm x 5 cm" leads the investigators to assume that the coils that migrated were likely mwce-38-5-5 and mwce-38-8-5. A global product file search on all coils with these dimensions and manufactured at the time of the article's publishing was used to come to this assumption. The complaints will be investigated with the rpn assumptions.

Manufacturer narrative:
Date of event: unknown. Event is being reported from a journal article that was published in 1997. Suspect medical device: product information currently unknown. Concomitant medical products: unspecified coaxial end-hole catheter, gelfoam gelatin sponge pledgets [3mm x 1cm], unspecified 9fr. Cook peel-away sheath. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below report of device migration was described in literature. The citation for the article is as follows: thomas farrell, mb., michael wallace, md., and marshall hicks, md. "Long-term results of transrenal ureteral occlusion with use of gianturco coils and gelatin sponge pledglets." Jvir 8 (1997), 449-452. It was stated unspecified, 0.038" cook gianturco coils were selected for ureteral embolization in 22 patients. These coils ranged from [5mm x 5cm] to [12mm x 5cm]. The coils were used in conjunction with [3mm x 1cm] gelatin sponge pledgets. After embolization, a percutaneous nephrostomy tube was placed for permanent external diversion. Occlusion was technically successful in all patients, and symptoms improved within 72 hours. During routine follow-up catheter exchange, asymptomatic migration of 5-mm and 8-mm coils to the renal pelvis was identified in both patients. An initial attempt to retrieve the coils was described as "partially successful." No further therapy was undertaken by either patient and complete ureteral occlusion persisted due to the stable presence of larger coils. As documented, the patients in which coils migrated did not experience any other adverse effects due to this occurrence.